Event description:
Revision surgery - the patient had metal on metal wear and dislocation.

Manufacturer narrative:
The reason for this revision was due to wear and dislocation. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. Three parts were out of tolerance; two were considered acceptable and one was returned to the vendor. A review of the product complaint report history showed this is the (B)(6) complaint for this part number: one reason unknown and one for wear. This is the second complaint for this lot number. The root cause for this revision was wear and dislocation. A number of factors unrelated to design and manufacture such as: patient activity level, weight, foreign body interaction, improper implant alignment and trauma. None of these conditions were reported with this complaint.